Manufacturer narrative:
Evaluation of the returned device shows spots of biofilm formation, most likely candida, on the valve flap and the esophagus flange. The biofilm prevents the flap from closing properly. Further, the device was returned in a rather dirty state, suggesting that it may have been insufficiently cleaned during use. Discussion: every voice prosthesis is tested for opening preassure during manufacture to ensure that all voice prostheses performs to specification when delivered. The intensity of biofilm growth into the voice prosthesis material varies depending on numerous factors such as food/drinking habits, usage of antibiotics, cleaning with brush/flush, ongoing candida infection, and more. Trouble shooting is included in the instructions for use as well as the instruction to plug the prosthesis and seek medical attention if leakage should occur. Conclusion: leakage due to biofilm growth is not considered a product error. However, as this unfortunate patient experienced severe aspiration pneumonia which may have been caused by the device, the event is reported.

Event description:
The following is a citation of the event description received from customer: "primary insertion of provox 2, size 10, after total laryngectomy in (B)(6) male patient (date of surgery (B)(6) 2016). Removal of ryle tube after one week and starting of oral feeding without any leakage. Two weeks later the patient return on the follow-up with severe aspiration pneumonia. By examination of the patient & the device we found that there is device failure with leaking through the device despite intact valve."